Event description:
(B)(4) has received a medwatch report #mw5067290 from FDA regarding an incident involving a transport chair imported by drive devilbiss healthcare: daughter reported that her mother had alzheimer's. When her mother reached out to retrieve something from a store shelf and the chair tilted forward and dumped her mother on the floor. Patient repeated the same action five (5) minutes later and fell again. Per the daughter, her father had similar incident one (1) year ago when he reached out for the car door handle. The patient was originally reported as seriously injured from the second fall. However, upon clarification with the initial reporter, her mother did not sustain any injuries or need to seek medical attention. There was no report of anything broken or structurally wrong with the alleged product. The alleged product is enroute being returned to drive for evaluation. We are unable to identify the device manufacturer at this time.